Event description:
It was reported that the user experienced frequent low blood glucose readings in the afternoon and early morning while using the ilet system, and troubleshooting with education was completed with the cause remaining unclear. Symptoms included hypoglycemia. Outcomes included user-reported low glucose events. Investigation included review of downloaded reports and completion of troubleshooting and education. Investigation of this case revealed no identifiable device malfunction and no specific component issue, with findings consistent with an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.